Manufacturer narrative:
On (B)(6) 2017 the fse confirmed the device would not power up. The fse replaced the power supply, battery and power cord to resolve this issue.

Manufacturer narrative:
The conductor resistance of the customer returned power cord was within specification. When installed in an fi test ventilator the ventilator would start up and operate on ac only and a connected battery would be charged. No failure was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause of the reported issue could not be determined.

Manufacturer narrative:
Updated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports battery does not charge and unit does not operate on ac , suspects failed power supply. No patient involvement reported..